Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer air bubbles in the reservoir. The customer stated that she was attempting to fill the reservoir but air bubbles kept forming. The customer's blood glucose was 96 mg/dl. Troubleshooting was done. The customer stated that, at the time of the call, there was one big bubble in the reservoir. The customer stated that there were no leaks. Advised customer to change the infusion set. After the infusion set change, the customer stated that the air bubbles did not persist. Advised customer to monitor the insulin pump and call back if the problems persisted. Advised customer that the insulin pump was working as designed. Nothing further reported.